Event description:
The hospital alleges that the obese pt's tracheostomy tube, which had only been in place for a short time following surgery, spontaneously extubated resulting in a code situation. The pt was successfully resuscitated and reintubated with another MFR's adjustable length tracheostomy tube.